Event description:
It was reported to philips that the system did not boot up successfully. The device was outside of clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) examined the system on-site and identified that system cannot be powered up. The cause of the issue was due incorrect power up by user. Upon troubleshooting, fse rebooted the system few times and there was no issue, system runs normally. After which, the system returned to use in good working order. At the time this complaint was received, philips did not have enough information exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, it was identified the user has power up the system incorrectly and there was no issue with the system, which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. Additionally , the customer reported this issue when the system was outside of use. As per the instructions for use, the user of the product must institute a user routine checks program. The user of the product shall make sure that all checks and actions have been satisfactorily completed before using the product for its intended purpose. It is instructed to not use the product for any application until the user is sure that the user routine checks have been satisfactorily completed, therefore, as the device was outside of use at the time the issue was identified, the user would identify this issue prior to use and the system was powered incorrectly. Based on re-evaluation, this case is not reportable. The codes were updated based on the investigation outcome.